Event description:
Boston scientific received information that this communicator would no longer work after a storm black-out. A new communicator was given to the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this communicator was thoroughly evaluated. Analysis confirmed that this communicator received electrical overstress. There was a burnt capacitor in the modem circuitry.